Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The 90% stenosed lesion was located in the severely tortuous and calcified left main coronary artery. The physician advanced a 5.5x15x153 maverick xl balloon to postdilate an unknown stent. The maverick xl balloon was inflated to 8atms for 15 seconds. On the second inflation the balloon ruptured at 9atms and was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).